Event description:
It was reported that a physician treated a patients great saphenous vein approximately 1 year ago with venaseal and saw the patient for follow up several times to confirm there were no concerns (including testing for deep vein thrombosis). Approximately six months ago, the patient fell and saw what appears to be a gray, linear substance seeping out of her leg. The patient had it taken out at a different facility and had other doctors looking at the case. The patient and team say it¿s a wire. No further information available

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.